Event description:
The purple cap of the implant packaging is not sealed, the implant is not sterile. After follow up with doctor, he confirmed procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information . D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb8 (implant, tapered screw-vent, 4.5mm collar, wide, sbm, 8mm l) for evaluation. Visual evaluation was performed. The returned implant packaging was identified as reported. The outer vial's tamper seal / ring was in unsealed condition. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1238310. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1238310 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: packaging: damaged or un-sealed sterile barrier. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate handling of the product by the end user. Therefore, based on the available information, a device malfunction could not be verified. The outer vial's tamper seal / ring was in unsealed condition. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.